Event description:
Additional information was provided by the initial reporter, a nurse, that the iol was removed during the initial procedure. The doctor decided to remove the iol due to patient condition, zonulysis, not due to the product.

Manufacturer narrative:
Summary: no supplemental report will be required as the additional information provided indicated that the iol was removed during the initial procedure. Had this information been received prior to submission of the initial medical device report the reported event would not have been reportable. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A facility representative reported zonulysis and iol explanted.